Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level at the time of incident was 400 mg/dl and treated it with manual injection and insulin pump. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Based on customer report customer does not allege pump was under delivering. Auto mode feature was not active and not automatically adjusting insulin at time of event. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.